Event description:
A renegade stc-18 catheter was placed for therapeutic purposes. While the doctor was trying to pull the catheter out, it was reported that the device broke at the shaft. The catheter was retrieved 19 days later with a basket snare.